Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's home care nurse reported that on (B)(6) 2016 customer's adc blood glucose meter began to display an ER-3 message. Caller noted that because the customer was not experiencing any symptoms and because she could not check her blood sugar status, the customer did not take her usual, unspecified, medication. The next day ((B)(6) 2016) when the caller returned to the customer's house, customer was "lethargic" and was "slurring her words". Paramedics were called and upon arrival received a reading of "hi" (greater than the assay range of their meter). Customer was transported to a local healthcare facility, where she remained at the time of the call to customer service. It is unknown what specific treatment may have been rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1525920 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The returned meter was investigated with retained test strips. The complaint was not confirmed, and a new issue was observed. Control solution testing was performed. All results were outside range specification and errors were observed. Meter was disassembled and visual inspection observed debris and blood contamination in the strip port.